Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were stuck in the rewind complete/bolus delivery loop. The customer's blood glucose was unknown. Customer stated they did not receive a second series of beeps and numbers did not appear on the screen during troubleshooting. Customer's blood glucose was unknown at the time of incident. Troubleshooting was unable to assist the customer with exiting from the prime loop. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.